Event description:
Approximately 11 months post hvad implantation, the patient experienced premature battery switching. It was noted that the battery switches at around 50-75% capacity for no apparent reason. The controller and batteries were exchanged with no harm to the patient. Preliminary testing of the returned battery confirmed premature switching.

Manufacturer narrative:
Analysis of the returned battery is still ongoing. Additional information will be submitted within 30-days of receipt. Device analysis is ongoing......

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2013-00353, 00354 and 00355) submitted for devices related to the same event.